Event description:
It was reported that the patient presented in-clinic for a scheduled procedure. Upon interrogation it was noted that the right-atrial(ra) lead exhibited low pacing impedance, inappropriate automatic mode switch due to noise oversensing. Fluoroscopy was performed and confirmed clavicle crush on the ra lead. As a resolution the ra lead was capped and replaced on (B)(6) 2024. The patient condition was stable.